Manufacturer narrative:
The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the procedure, when the tacticath se was removed to be replaced with the advisor hd grid mapping catheter for the post voltage mapping, air was aspirated into the syringe when pulled from the side port. The issue was resolved by pulling the syringe with a finger pressed on the introducer. The procedure was completed without replacing the introducer and there were no adverse consequences to the patient. The hospital discarded the reported device.